Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: hgb161407a/17814969, UDI: (B)(4). Please note: this event was previously reported to the FDA on september 23, 2019 on medwatch #3013164176-2019-00121. Subsequent review determined these devices required a separate medwatch. The instructions for use (IFU) for the gore® excluder® iliac branch endoprostheses states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, embolization (micro and macro), aneurysm rupture. A review of the manufacturing and sterilization records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2019, the patient presented to another hospital with a fever and lower limb edema. The patient was diagnosed with a ruptured left iliac artery aneurysm and a distal type I endoleak associated with the left limb. The patient underwent emergency endovascular treatment and two additional gore® contralateral leg components were implanted to extend the left limb distally. The endoleak was resolved. It was further reported that the patient's left internal iliac artery was coil embolized and intentionally covered by an additional stent graft. The patient tolerated the procedure. The physician stated the condition of the patient¿s proximal aortic neck was not good. No endoleak was observed at the end of the procedure.